Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following: verbatim: we have had some problems with the bd maxzero needleless connector, have you heard from others who have had problems with these? Now it has happened twice that when connecting a three-way tap to a needle-free connection, it does not work to flush, it is completely clogged. We have also had an episode where blood has leaked from the needle-free connection. The lot number of the ones we have lying here now is: 24026356. But not sure if it is the same lot number on all the connections that there have been problems with.

Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: no mz1000 sample was available for investigation, however the customer reported that the affected sample was from lot 24026356 and "when connecting a three-way tap to a needle-free connection, it does not work to flush, it is completely clogged." On a separate occasion "blood has leaked from the needle-free connection". Upon further communication with the customer, the customer confirmed that their experience was as a result of user error with the maxzero being connected "in the wrong end at the cannula". The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24026356 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance the customer confirmed that their experience was as a result of the product being incorrectly used, therefore no further investigation was required. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
Additional information: it has been a user fault. They did put the nfc in the wrong end at the cannula,. It now is clear to them how to use.